Event description:
Ous MDR - device interrogation showed premature eri.

Manufacturer narrative:
The pacemaker under complaint was not available for analysis. The available device data have been analyzed and showed an inconsistent memory content which led to the activation the eri device status. There was no indication of a device malfunction. Especially, the therapy was available any time. After reinitialization the device is fully functional again.